Manufacturer narrative:
Gtin: not available. Upon completion of the investigation a follow up report will be filed.

Event description:
Sent: (B)(6) 2015 9:40 am subject: re: faulty patties, please see the information below. Subject: re: faulty patties importance: high. Hi, thanks for your email. I will log your complaint now. Can you please reply with as much information as you have? Do you have product codes and batch numbers? Ref: 80-1403 lot: 481293. We have removed 3 units with that lot number. When was the fault noticed and did it affect any surgeries? Opened in surgery but did not affect the surgery outcome. Also if you have any products to return for investigation please let me know and I will get them picked up this morning. 11/24/15 per affiliate: the hospital contacted us to advise that 11 strings were found in a pack which should have had 10. There was no delay to surgery and I will ship the patties tonight for investigation.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the requirements of the specification the operator is required to inspect the front and back of the patties and also count the amount of surgical patties. Operators are trained to wrap each string onto a counting card to make it very visible and to confirm that there are only 10 surgical patties on the card. A tr was opened to retrain all the operators that had worked on this product and lot #. This additional pattie is probably due to interrupts in the machine while it is running. Due to safety concerns the machine is immediately stopped if any door is opened on the machine. This additional pattie is probably due to some sort of interrupt in the machine by an operator while the machine is in operation. Root cause is likely due to operator error, this however could not be determined. Per the requirements of the specification the operator is required to inspect the front and back of the patties and also count the amount of surgical patties. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.